Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the drawers were in offline mode and an error message had appeared. A technical support specialist (tss) verified that all cables were properly connected. The customer confirmed the power button was set to ¿I¿ and instructed to toggle it to ¿o¿ and back to ¿I¿. The network configuration was checked, the application was restarted, and the error message was resolved. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.